Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02617. It was reported, the pt's ipg had become very superficial and the pt was concerned it may erode through the skin. He also reported, the ipg site was tender. On (B)(6) 2013, the surgeon repositioned the ipg pocket and replaced the ipg with a smaller model. It was reported, the physician noted cracks in the lead during the procedure. However, intra-operative testing of the lead revealed normal impedances so the physician opted to leave the lead implanted. F/u indicated the ipg issue had resolved and the pt was doing well.